Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during unpacking there was tip damage. The tip of the (B)(4) flexima regular w/ro catheter appeared melted, flattened and discolored. The device was not used and the procedure was completed with another of the same device. Np patient complications were reported and the patient's status is unknown. There was no patient involvement. Device analysis revealed the device was contaminated with traces of white material stuck to the catheter.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual and microscopic examination showed no residue was present on the catheter indicating the device was not used. From a visual evaluation, it was found that the pigtail of the catheter was kinked/flattened and also white material was stuck to coated section of the catheter including the distal end/pigtail that was in contact with the packaging card. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause for catheter device sticking to the packaging card during transit/storage and subsequently white material from packaging card sticking to the catheter is design due to packaging design change which introduced the packaging card inside the pouch. (B)(4).